Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd cathena¿ safety IV catheter had blood leakage at the hub.

Manufacturer narrative:
H.6. Investigation: DHR was completed and no qn or abnormality was observed that could have influenced the issue. One representative sample in unopened unit package was returned. It was subjected to blood escape time test to check for adapter leakage and passed the test with no leakage observed. The complaint could not be confirmed.

Event description:
It was reported that a bd cathena¿ safety IV catheter had blood leakage at the hub.